Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The field service engineer (fse) evaluated the device and verified the reported condition in the event log however; the reported the fse could duplicate the actual failure. The fse replaced the solenoid valves 3 and 4 and the data acquisition (da)board assembly. The ventilator passed all tests and operated within the manufacturing specifications. The data acquisition pcba was returned for failure investigation (fi) and no failures were duplicated during fi testing; therefore, no root cause could be determined for this report.

Event description:
The customer reported that the ventilator generated a check vent- proxi line autozero failure. There was no patient involvement at the time the issue was discovered.